Event description:
Pt was sized for reliance with the sizing device and was given a prescription. Upon follow up with pt regarding prescription, pt reported hospitalization due to a kidney infection approx 10 days post being sized with the sizing device. The prescribing physician was contacted and believes it is unlikely the sizing device contributed to the infection. The pt is currently in good health and suffered no serious injury.